Event description:
It was reported that patient presented remotely via merlin. Net. Review of the transmission revealed that there was an overestimation of the remaining battery longevity. The device was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported overestimation was not confirmed. Final analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found.